Manufacturer narrative:
Additional information h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection of the minicap transfer set and solution bag. There was dampness underneath the transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event; however the patient was treated with intraperitoneal (ip) prophylactic antibiotics. No additional information is available.